Event description:
During normal testing of blood glucose level of the pt., a reading of 65 was observed on the meter. The pt's appearance suggested there was a problem. So, blood samples were taken. The results showed a glucose level of 26, inidcating the pt was in hypoglycemic shock.